Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the descending artery. A 1.25mm rotapro was selected for use. During withdrawal, it was noted that the device stalled, and while retracting it, the burr became stuck inside the artery at the end of a pass lasting approximately 15 seconds. The stall persisted, making it impossible to continue in atherectomy mode or dynaglide mode. The compressed air connections, tubing pressure, and console were checked and found to be functioning correctly. The procedure was completed with the same device. There were no patient complications, and the patient remained stable after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. Inspection of the device did not identify any damages or defects. The returned rotawire was able to be removed with minimal resistance due to kinks present on the proximal end of the wire. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the descending artery. A 1.25mm rotapro was selected for use. During withdrawal, it was noted that the device stalled, and while retracting it, the burr became stuck inside the artery at the end of a pass lasting approximately 15 seconds. The stall persisted, making it impossible to continue in atherectomy mode or dynaglide mode. The compressed air connections, tubing pressure, and console were checked and found to be functioning correctly. The procedure was completed with the same device. There were no patient complications, and the patient remained stable after the procedure.